Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5103217) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop severe headaches and sinus pain. The patient was hsopitalized in response to the reported event. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 has been updated in this report.

Event description:
The manufacturer received a voluntary medwatch (mw5103217) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop severe headaches and sinus pain. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).